Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 24 x 2.50 rebel stent was selected to treat the lesion. However upon opening the device to the sterile field, it was noted that the shaft was broken. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a rebel stented catheter, in two pieces. The balloon was tightly folded with the stent crimped on over the balloon. The hypotube, midshaft heatbond, distal shaft, exit notch/port weld, balloon, stent, and the distal tip were microscopically, tactile and visually inspected. Inspection revealed; a separation of the distal shaft and the hypotube that was located at the midshaft heat bond, inner damage (buckling) located 63 mm from the tip, shaft damage (stretched and twisted) just distal of the exit notch/port that was 4mm in length, and stent damage (bunched). The balloon had witness marks where the stent was originally crimped onto the device. Inspection of the remainder of the device found no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. Bsc ID# (B)(4).

Event description:
It was reported that shaft break occurred. A 24 x 2.50 rebel stent was selected to treat the lesion. However upon opening the device to the sterile field, it was noted that the shaft was broken. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.